Manufacturer narrative:
This is one of two reports being submitted for this case. This report is regarding the post deployment mitral regurgitation. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guidecath is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, it appears that the mitral regurgitation noticed at the end of the mitral procedure was related to a mitral valve leaflet injury, as the leaflet was noticed to be drooping into the lv. The exact cause of the mitral leaflet injury is unknown; however, in the physician¿s opinion, a tethering of the mitral leaflet might have occurred during the surgical reconstruction of the lv. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, severe mitral regurgitation (mr) developed during a transapical tavr procedure. The 23 mm sapien xt valve was initially positioned 60:40 aortic/ventricular (a/v) and eventually landed 70:30 a/v. Per the report, the valve was implanted in an intended position. The cardiac muscle was torn by the sutures upon closure of the apex access site. The patient was placed on cardiopulmonary bypass (cpb) to repair the injury. A surgical lv reconstruction was performed through thoracotomy. However, severe mr subsequently developed. When the heart was opened for mitral annuloplasty (map), it was observed that the mitral valve leaflet was drooping into the lv. Following map, which was ineffective, a surgical mitral valve replacement (mvr) was performed without affecting the function of the xt valve. Per the operating physician, tethering of mitral leaflet might have occurred during the lv reconstruction, as the patient's lv cavity was small; however, the exact cause of acute mr is unknown.

Manufacturer narrative:
This report is related to the report number 2015691-2016-01008.